Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. The customers blood glucose level was not impacted. In addition, it was reported that the customer received a cartridge error message while attempting to load a new cartridge. Reportedly, the customer removed the cartridge prior to starting the load process and installed the new cartridge before prompted to by the pump. During troubleshooting with tandem technical support, the customer was able to load a different cartridge successfully.